Event description:
Additionally, the customer experienced moderate ketones.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin correctly, resulting in elevated blood glucose (bg) levels. Reportedly, the customer dropped the pump and believes it is no longer working correctly. The customer's bg ranged from 300 to 600 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. The customer was instructed to consult with the healthcare provider regarding bg level. A replacement pump was sent to the customer to resolve the issue.